Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus customer service in china. The evaluation of the subject device by the service department confirmed following: a part of the coating on the insertion section was peeled off. The insertion section was kinked. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but it is considered that the reported event occurred by physical stress, chemical stress, deterioration over time or inappropriate environment such as in direct sunlight, under high temperature or high humidity. The operation manual of the subject device has already warns following: important information please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. 1.4 precautions: in case that inappropriate disinfection agents or endoscope reprocessors are used, deterioration of the endoscope may be accelerated and parts of the endoscope may come off and may have an adverse effect on the patients¿ health. Chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the insertion tube surface of the device partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.